Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the problem was only presented from 3-8 weeks post operation and the rep who originally dealt with the doctor changed area responsible for, it was therefore reported on the incorrect time frame. Additional information has been requested.